Event description:
It was reported that during an angiographic diagnostic procedure in the aorta, the shaft burst on the proximal end of the imager ii diagnostic catheter. The procedure was successfully completed with another imager ii diagnostic catheter with no pt complications. Current pt status is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.